Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, stated as ¿recently¿, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment with unknown antibiotics which were added to the patient¿s pd solution (doses and frequencies were not reported). On an unreported date, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.